Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Evaluated by third party service center.

Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) was due to a failed outlet flow path thermistor. The device's outlet flow path thermistor was replaced to address the issue. During the device evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.